Manufacturer narrative:
(B)(4). The sample associated with this report was returned. A visual inspection was performed and it was observed the cuff presents a small cut. The failure reported with cut in cuff was confirmed however this failure mode is not related to the manufacturing process.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that prior to use, an air leak from the tracheal tube cuff was confirmed. There is no reported patient involvement associated with this event.